Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 13-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: during investigation, the black box showed no evidence of a pump reboots. The battery compartment and cap were undamaged and able to fit. The battery compartment and cap were fastened and then unscrewed 1/2 turn with reboots occurring. The ez-prime steps were performed correctly, with no power interruptions. The pump's cover was removed and there was no intermittent condition found to the power printed circuit board.